Event description:
It was reported that leakage occurred during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "it was reported nothing comes from the needle during the injection when she presses the plunger. She realized in the morning when she tested her sugar level it was 369. She realized she didn't get the full amount of insulin. Verbatim: consumer requested for spanish interpreter. Consumer reported nothing comes from the needle during the injection when she presses the plunger. She realized int the morning when she tested her sugar level it was 369. She realized she didn't get the full amount of insulin. Incident date- (B)(6) 2019 item# 324910; lot# 8281940; expiration date-2023-10-31; sample available. It has been happening for 8 months. Sometimes she notices insulin on the skin. She gets busy to call and she forgets to call. No information on the previous syringes available. Offered to send a voucher. One of two complaints, this complaint covers the issues with the occurrence date of (B)(6) 2019.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8281940 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "it was reported nothing comes from the needle during the injection when she presses the plunger. She realized in the morning when she tested her sugar level it was 369. She realized she didn't get the full amount of insulin. Verbatim: consumer requested for spanish interpreter. Consumer reported nothing comes from the needle during the injection when she presses the plunger. She realized int the morning when she tested her sugar level it was 369. She realized she didn't get the full amount of insulin. Incident date (B)(6) 2019; item# 324910; lot# 8281940; expiration date-2023-10-31; sample available. It has been happening for 8 months. Sometimes she notices insulin on the skin. She gets busy to call and she forgets to call. No information on the previous syringes available. Offered to send a voucher. One of two complaints, this complaint covers the issues with the occurrence date of (B)(6) 2019.